Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient¿s incision site was not healing well. Nevro attempted to obtain additional information regarding the nature of the issue, but was unsuccessful. The pocket was revised and there have been no reports of further complications regarding this event.